Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with stripped battery cap at coin slot, minor scratched display window and cracked battery tube threads.

Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump and then could not remove the battery cap. The patient's blood glucose was 118 mg/dl. Due to the battery cap issue, the customer could not replace the battery to troubleshoot and possibly resolve the failed battery test alarm. The customer was advised to discontinue use if the battery were to go low and revert to a back-up plan. Nothing further was reported.